Event description:
It was reported that the patient was unable to set the ipg into MRI mode. Impedance check revealed high impedance on one of the lead. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Therapy was confirmed post op. Investigation was unable to determine which lead had the high impedance.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186 , UDI: (B)(4), serial: (B)(6), batch:a000145108. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.